Manufacturer narrative:
Concomitant products: product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger. (B)(4).

Event description:
It was reported the patient was unable to adjust stimulation. A communication problem was reported. The patient¿s recharger (insr) and patient programmer (pp) were not communicating with the implantable neurostimulator (ins). This had been going on for the past 2-3 weeks. The patient was not feeling any stimulation. The ins slowly became harder to charge and had been going downhill for about a month. Additional information received reported the programmer and recharger were involved in the reported event. It was noted the patient had difficulty charging and was unable to use the device for 4 months. No troubleshooting had been performed, and the health care provider (hcp) was reportedly awaiting input from the manufacturer representative (rep). The patient was reprogrammed. It was noted the cause of the event was not known, and it was unknown if it was device related. The hcp had reportedly not seen or heard from the patient since he reported the problem. The patient¿s outcome was reportedly unknown, and the hcp noted the issue was ¿probably not resolved.¿

Manufacturer narrative:
(B)(4).